Manufacturer narrative:
The insulin pump was received with unresponsive act and esc buttons due to corroded keypad traces. No button error alarm and no moisture damage on electronics noted. The device was also received with minor scratched display window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated that the insulin pump might have been exposed to sweat. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.